Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 10-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2005 essure (fallopian tube occlusion insert) was placed. Allergy test confirmed that the consumer has nickel, chrome and cobalt allergy. In (B)(6) 2006 the consumer experienced pain in abdomen, allergy for products, eczema, rash, allergic complaints in eyes, increase or heavy blood loss during menstruation, irregular bleeding or breakthrough bleeding, lower back pain, tiredness, restless feelings, mood swings, memory loss, concentration problems, vaginal fungal infections, vision problems, neurological complaints, sleep apnea, swollen ankles, swollen feet, suffer from acid, and swollen feet. On an unspecified date the consumer experienced strange taste in mouth (metal taste) and problems urinating. Time till start of complaints was 6 months. Treatment with medication was performed. The outcome of the events was not recovered / not resolved. The consumer reported many small complaints as influence on her daily life. Removal of essure and two fallopian tubes are planned. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion and removal of essure and two fallopian tubes are planned. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought. No further information could be obtained.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report refers to (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented pain in abdomen, serious event due to medical importance and listed in essure reference safety information. In this present case, consumer presented pain in abdomen after insertion and removal of essure and two fallopian tubes are planned. Abdominal, pelvic and back pain may occur during essure use. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.